Manufacturer narrative:
One device was received for evaluation. The device had not been in for repair in the past 12 months. Performed functional check and visually inspected the pump. The customer problem was not confirmed as the pump works properly. The size of the cassette has to be programmed from the user. The probable cause of the problem was user issue. No further actions were taken.

Event description:
It was reported that the device run without any problems for many hours, but then stopped and alarmed "cassette empty" even though it was still full. There was unknown patient involvement.